Manufacturer narrative:
The complainant reported that the device will not be returned for eval as it was discarded following explant; therefore, a failure analysis is not available and we are unable to determine if the device met spec. The device history records for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 1149521. A review of the 2007 complaint trend report was performed for the vaxcel pasv port product family and the similarly reported defects of "pt infection". "Allergic patient reaction", and "air bubble in septum" failure modes. No adverse trends were identified for any of the three failure modes. Because the customer did not return the product for eval, a definitive root cause for the event is unable to be determined; however, the most likely root causes for the reported incident are due to an allergic reaction to the material of the port or due to improper maintenance of the port. Improper maintenance may have also led to the complaint of pulmonary embolisms. Although, as previously stated, boston scientific is unable to make a definitive root cause determination from the reported info. The vaxcel pasv port reported in this incident is composed of a titanium alloy. It is possible that the pt has a reaction to the composition to this alloy. The directions for use (dfu) for this device contains the following caution: the device is contraindicated when presence or suspicion of allergic reaction to materials contained in this device is a potential risk. Included in the possible complications stated in the dfu are inflammation and infection, and air embolism or catheter embolism. Improper maintenance of the port could also have contributed to this incident and caused blood clot formation, which is a potential cause for the reported pulmonary embolism. Proper port maintenance and clot resolution procedures are also outlined in the dfu. This incident does not appear to be related to a defect in the device. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant/pt reported that the physician performed a therapeutic implant of a port vaxcel in a female pt in 2007. The complainant reported that four months later, the pt experienced a pulmonary embolism. The port was not removed from the pt at that time. Two months later, the pt experienced a second pulmonary embolism. In addition, the pt also experienced an allergic type reaction from the device, including "itchiness" around the incision, redness and irritation. It was also reported that the dissolvable sutures failed to dissolve, but instead worked themselves partially out of the pt's skin. The complainant reported that there was no detachment, leaking or any other problem of this nature with this second device. This device was successfully removed from the pt one month later by dr. As of the following month, a replacement port had not yet been implanted in the pt. There were no additional adverse affects on the pt as a result of this reported problem. Please reference medwatch report # 6000126-07-00127, which documents a second report that occurred with a port vaxcel and which was also reported on the attached FDA report.